Manufacturer narrative:
Investigation: three (3) samples were received from the customer for investigation. The three (3) samples were leak tested with none of the samples leaking. A device history record (DHR) review was performed on batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. CAPA#55639 was initiated.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip leaked. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9086669, 9086666 it was reported medication leaked out of the back end of the plunger. Several more syringes with issues left in my mailbox: bd 60 ml syringe 9086669, 9086669, 9086666 ¿ 8/27 for all 3 the technician was drawing up solution and noticed they were leaking out of the back end of the plunger.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9086669. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-27. Medical device lot #: 9086666. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 60 ml syringe luer-lok¿ tip leaked. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no.: 309653. Batch no.: 9086669, 9086666. It was reported medication leaked out of the back end of the plunger. Several more syringes with issues left in my mailbox: bd 60 ml syringe 9086669, 9086669, 9086666 ¿ 8/27 for all 3. The technician was drawing up solution and noticed they were leaking out of the back end of the plunger.